Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported break in aseptic technique by patient described as touch contamination. The assignable cause for the break in aseptic technique is not determined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report from a consumer with supplemental information provided by a peritoneal dialysis nurse (pdn) in the USA of touch contamination and fungal peritonitis in a patient coincident with dianeal pd4 2.5% and extraneal therapies. On an unreported date, the patient began treatment with dianeal pd4, 2.5%, and extraneal therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter's technical service (ts) regarding assistance with adding an unspecified medication bag to the homechoice device, the following was reported by the patient. The patient stated he had peritonitis. The ts representative provided assistance and no further clinical information was provided at the time of the initial call. On (B)(6) 2013, baxter product surveillance followed up with the pd nurse (pdn) regarding the report of peritonitis and received the following additional information. The pdn reported the patient has recovered from the peritonitis (date unspecified). The pdn reported the patient is currently on hemodialysis and stated, due to the fungal peritonitis, they were unable to save the patient's pd catheter (details not provided). On an unspecified date the patient's pd catheter was removed and the patient was transferred to hemodialysis. Concomitant therapy was not reported. The pdn reported, the cause of the peritonitis was due to a touch contamination by the patient (details not provided). Per the pdn, on an unreported date, the patient was re-trained in proper aseptic procedures for pd therapy. Per the pdn the patient may return to pd therapy in the future (date unspecified). The pdn confirmed the cause of the peritonitis was not related to a baxter device or solution.